Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left common femoral artery (cfa). The 100% stenosed, concentric target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery (sfa). After a non-bsc guide wire crossed the lesion, a 4mmx20mmx144cm coyote¿ es balloon catheter was advanced for pre-dilation. However, on the first inflation at 12 atmospheres, the balloon ruptured after being inflated for 10 seconds. The device was completely removed from the patient. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.